Event description:
The event is reported as: endotracheal tube was crimped at the level of the cuff. No injuries reported.

Manufacturer narrative:
Product has not been received by MFR, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.